Event description:
It was reported that the patient experienced chest pain. It was noted that there was intermittent oversensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.